Manufacturer narrative:
Initial reporter phone:(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath the patient experienced an st segment elevation and air was present in the sheath. After the st elevation was identified the physician aspirated the sheath which pulled air from the device. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.